Event description:
It was reported that during a stenting treatment procedure, the stent deployment failed. Vascular access was gained contralaterally from the left femoral artery. The target lesion was located in the right superficial femoral artery (sfa). The 7x200mm 130cm innova stent was advanced to the lesion and the first 2cm was deployed using the thumb wheel. The thumb wheel then lost connection could not be deployed and further the pull grip was attempted to be used to further deploy the stent but was "hanging freely" at the back of the deployment handle. The deployment handle was dismantled and deployment was attempted by stabilizing the inner shaft with a forceps and pulling back on the outer sheath; 3cm more of the stent was deployed using this technique. The outer sheath was then noted as becoming constrained on the inner sheath and increased resistance was encountered. The outer sheath then was cut peeled back in order to gain more access to the inner shaft and attempt to decrease resistance to fully deploy the stent. Pull tabs were created with the outer sheath and used with the forceps to pull back on the outer sheath, the tabs would easily break so new tabs were created. This technique was used until the stent was fully deployed. The physician noted significant resistance between the inner and outer sheaths throughout the entire procedure. The deployment catheter was also stuck on the guide wire and so was removed together. Following stent deployment it was noted that the implanted stent length was elongated 10cm to 15cm longer than the intended length. Angiogram revealed that the vessel edges were rough and required post-dilation. A new guide wire was placed and a 6.0x120mm 135cm mustang balloon was advanced but was unable to cross the deployed stent. A v-18 wire was then placed and the lesion was successfully post-dilated with a non-bsc balloon. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a stenting treatment procedure, the stent deployment failed. Vascular access was gained contralaterally from the left femoral artery. The target lesion was located in the right superficial femoral artery (sfa). The 7x200mm 130cm innova stent was advanced to the lesion and the first 2cm was deployed using the thumb wheel. The thumb wheel then lost connection could not be deployed and further the pull grip was attempted to be used to further deploy the stent but was "hanging freely" at the back of the deployment handle. The deployment handle was dismantled and deployment was attempted by stabilizing the inner shaft with a forceps and pulling back on the outer sheath; 3cm more of the stent was deployed using this technique. The outer sheath was then noted as becoming constrained on the inner sheath and increased resistance was encountered. The outer sheath then was cut peeled back in order to gain more access to the inner shaft and attempt to decrease resistance to fully deploy the stent. Pull tabs were created with the outer sheath and used with the forceps to pull back on the outer sheath, the tabs would easily break so new tabs were created. This technique was used until the stent was fully deployed. The physician noted significant resistance between the inner and outer sheaths throughout the entire procedure. The deployment catheter was also stuck on the guide wire and so was removed together. Following stent deployment it was noted that the implanted stent length was elongated 10cm to 15cm longer than the intended length. Angiogram revealed that the vessel edges were rough and required post-dilation. A new guide wire was placed and a 6.0x120mm 135cm mustang balloon was advanced but was unable to cross the deployed stent. A v-18 wire was then placed and the lesion was successfully post-dilated with a non-bsc balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the innova stent delivery system was returned cut into many sections. The distal tip had marks that matched stent strut impressions. The outer and middle sheaths was cut and skived in multiple locations. The inner liner was buckled and compressed on the exposed distal section. The inner liner was also locked onto the guidewire. The device tensile failure occurred at the middle sheath to retainer and rack bond and the middle sheath was pulled out of the retainer. The laser bond between the rack and retainer was present. The proximal end of the outer sheath was buckled, however; the outer sheath was cut during the procedure to expose the middle sheath for manual deployment of the shafts, as reported. All shaft dimensions were measured, as they are critical for stent deployment. All shaft dimensions met print specifications. The stent dimensions confirmed to meet all the dimensional requirements. The rack, thumbwheel (moved freely in handle when reassembled), inner liner clip and the handle housings were visually inspected and acceptable. Silicone coating was evaluated using icp to detect the present of silicone. Silicone was detected in the distal stent region; however it was less than the quantitative limit of the test method. The proximal region also showed the presence of silicone, but was under the quantitative limit as well. Since the results were under the quantitative limit an exact amount of detect silicone was not obtained. There is no specification for the minimum amount of required silicone in the middle sheath ID. The exact root cause of the failure could not be determined by review of the returned device, fluoroscopy images and manufacturing records. The damage most likely happened as a result of device handling after the handle was opened and manual stent deployment was attempted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).